Event description:
A malfunction alarm occurred with a code displayed as malf 9. There was no reported adverse impact to the customer¿s blood glucose level. Customer did not report or reset the pump for this malfunction within the last 24 hours, so customer support provided information and assistance to reset the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues reoccur.